Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of over 600 mg/dl. The customer was hospitalized on (B)(6) 2014 for high blood glucose levels. The customer indicated having symptoms consistent with high blood glucose levels including thirstiness and a stomach ache. Troubleshooting was done. The customer was treated with insulin intravenously. The customer reported that there were no visible leaks or air bubbles on the insulin pump. The customer reported wearing the insulin pump at the time of hospitalization. No additional information was provided.